Manufacturer narrative:
Device could not be fully analyzed given requirements from the user facility. Device analysis conclusion: the guide wire was received at csi for analysis. The guide wire was not engaged in the atherectomy device. The spring tip was not received, which is consistent with the reported event details. The spring tip was missing from the returned guide wire; analysis confirmed the report that the wire fractured. The guide wire was returned with the understanding that it would be sent back to the facility upon completion of a visual examination. Therefore, scanning electron microscopy analysis of the guide wire fracture site could not be conducted. The report that the wire became coiled and later came backwards out of the oad could not be confirmed through analysis. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). The event also involved an orbital atherectomy device (oad), and the events relating to the oad have been reported in MDR 3004742232-2021-00104.

Event description:
A viperwire guide wire was used during treatment of diffuse disease in the right coronary artery (rca) in a surgical turndown patient. Two orbital atherectomy treatments were administered on low speed in the proximal rca for 12 to 14 seconds. Glideassist was then used to reposition the orbital atherectomy device (oad), and two additional treatments had been performed in the distal rca. During the fourth treatment, after ten seconds, an unexpected audible noise was heard from the oad, and it stalled. At that time, the distal portion of the wire appeared coiled; the wire was repositioned. The tip of the guidewire then appeared fractured on imaging. The device was placed in glideassist mode for repositioning, and the brake was up. The guide wire came backwards out of the oad. The wire fragment was abandoned in vivo, and the procedure was continued.